Event description:
It was reported the patient had a urinary tract infection with burning when they urinated. Antibiotics were given and the event resolved on (B)(6) 2013. The event was noted as not related.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00mgu, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).